Event description:
The customer reported that the coil/spiral of the fetal spiral electrode broke off and was retained in the infants' scalp during delivery. The coil/spiral was found during a routine pediatric exam 23 days later.

Manufacturer narrative:
(B)(4). The customer reported that the coil/spiral of the fetal spiral electrode broke off and was retained in the infants' scalp during delivery. The coil/spiral was found during a routine pediatric exam 23 days later. This incident was reviewed with a philips q&r program manager/rn, (B)(4), who agreed that without treatment this could have resulted in infection, abscess, permanent scarring. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.